Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. A 100% final inspection is performed for this product. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that curved scissors tips were sticking prior to the start of surgery. There was no patient involvement thus, no impact to any patient. An alternate pair of scissors was obtained in order to begin and perform the procedure.

Manufacturer narrative:
Three scissors samples were received in opened original packaging with cover foil. The returned, opened samples show some residuals. Four boxes with unopened samples were also received. The returned samples were visually inspected with the aid of a photomicroscope with various magnifications. The used samples are sticking. From the unopened instruments where some were tested, the scissors did not show to be sticking. The review of the device history record indicates that the samples met specification when leaving the production. A 100% inspection and a qc inspection in the production process ensure that a sticking instrument will be detected in production. Therefore, it can be stated that the manufacturing process was performed according to the specifications. A manufacturing or design related root cause for the damage of the complained device has not been identified. No further actions will be issued. The manufacturer internal reference number is: (B)(4).